Event description:
In 2007, during a surgery, the representative was attempting to restock his kit and the screw disassembled in his hand. There was no pt contact and no injury associated with the event.

Manufacturer narrative:
Investigation is pending.